Event description:
It was reported that the external pulse generator (epg) was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the pin of the cable was stuck in the connecting port, as a result the signal output connector was replaced. (B)(4).